Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (b)64) - aviva combo system 1 (B)(6) - aviva system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 23.0 mmol/l on aviva combo meter (system 1) and 8.6 mmol/l on aviva meter (system 2). No serious injury reported. Requested return of suspect device for evaluation.